Manufacturer narrative:
(B)(4). D10: medical products: item#: 118001, versa-dial/comp ti std taper; lot#: j7273860. Item#: sagl2043, size 3 4-peg modular cemented glenoid; lot#: 65476156. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on and unknown date. Subsequently, the patient underwent a revision due to the dislocation of the humeral head and glenoid. While the surgeon was explanting the implants it was noted that the anterior ligament was torn and while removing the humeral head from the patient it disassociated from the taper implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. H6: component codes: mechanical (g04) - head. Visual examination of the returned product/provided pictures identified the humeral head was returned showing signs of use. There are scratches on the polished surface of the head as well as some residue around the od of the head. The taper was returned attached to the humeral head as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Tearing or stretching these supporting structures can contribute to subluxation/dislocation events. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. The root cause of the reported issue is not attributed to the reported device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.